Event description:
Complainant alleged that it was observed in the data files after treating a patient (age and gender unknown), that the device self-discharged without any user interaction. Complainant indicated that the clinicians did not observe any shocks delivered that they only saw the patient's ECG rhythm was lost then returned. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please refer to medwatch report number 1220908-2014-00686 for a similar report from the same customer using the same device.

Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a follow up report when our investigation is completed.